Manufacturer narrative:
The stated date of event in this report is best guess. Problem reproduced at radiometer medical aps on a reference device.

Event description:
According to the complaint, a customer experiences that data on the abl800 analyzer is not correctly transferred to lis using quick access in aqure when an accession number is entered. If automatic data request is applied and the setting confirmation demographics is enabled, an incorrect patient ID can be matched with the measured data. No patients were maltreated because of this and specific settings were disabled to prevent this from happen again.

Manufacturer narrative:
Correction/removal reporting number is yet to be determined. Internal radiometer reference is (B)(4). Crr was submitted on june 26, 2018.